Event description:
It was reported that a multifiltrate pro machine displayed 9009.01 error (system error battery) during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The machine could not be operated. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The sample was reported to not be available for evaluation. Upon follow up, it was confirmed that there was no patient injury and the patient did not need medical intervention. The patient¿s treatment as restarted on a new machine but it is unknown if treatment as completed as treatment can go on for weeks. The machine was not connected to the main plug in standby mode so the bather could not be charged resulting insufficient batter charge during treatment. The battery voltage was ok as power failure was simulated with a minimum time of fifteen minutes which tested successfully. The machine is fully operational again.

Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported failure type represents a known event. Investigation of machine files analysis of the service reorder for the serial number provided describe errors could be seen. The error code 9009.9 (voltage variation after attaching the charging circuit too low) and 9009.10 (voltage variation after attaching the detuning circuit too high) are associated to the t1-test of the accumulator. Tests, which lead to these kinds of errors, cannot be repeated, treatment is not possible. The device reacts in a correct manner because it recognizes a violation of limits during the t1-test of the accumulator. The root cause could also be a 9040.1 error so that the accumulator test cannot be performed accurately. A review of the device history record (DHR) is found to not be necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. There are no indications based on received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized or an unauthorized configuration. Result of the risk assessment is broadly acceptable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine displayed 9009.01 error (system error battery) during a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The machine could not be operated. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The sample was reported to not be available for evaluation. Upon follow up, it was confirmed that there was no patient injury and the patient did not need medical intervention. The patient¿s treatment as restarted on a new machine but it is unknown if treatment as completed as treatment can go on for weeks. The machine was not connected to the main plug in standby mode so the bather could not be charged resulting insufficient batter charge during treatment. The battery voltage was ok as power failure was simulated with a minimum time of fifteen minutes which tested successfully. The machine is fully operational again.